Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 2.5, lab: 3.4. These tests were done 30 minutes apart. Two days later, customer ran two tests on herself with the inratio meter and received results only 0.2 difference. The results were only a 0.2 difference to the initial result on the inratio meter of 2.5. Customer believes the problem with the discrepancy was with the lab.

Manufacturer narrative:
Investigation pending.